Event description:
After a cardiopulmonary bypass procedure, the roller pump of a heart lung console stopped and produced a motor error message. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.